Event description:
It was reported the system hung or locked up thereby failing to display an image on left monitor. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.